Event description:
The customer reported that the gastrointestinal videoscope exhibited a bubble-like foreign material visible on the lens during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, olympus confirmed the reported event. Foreign material identified as dirt was observed on the objective lens. However, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.